Event description:
Per internal incident report: pt found unresponsive during am rounds. Pt was resuscitated and pronounced dead. Telemetry showed asystole but review history showed signs of probable vt (two hours previous) - system never alarmed. Biomedical engineer was called to investigate. Biomedical engineer recorded all waveform data and down loaded alarm history from central station. Battery voltages (aa size) measured at 9.1 and 9.2 v. Co service representative called as system under warranty; co representative down- loaded data and took transmitter for complete evaluation. Co analysis showed transmitter to be operating properly, triggering "change battery" signal at 2.1v. Review of history shows vt alarms and "no telem" messages, possibly indicating low battery status in hours preceeding incident.